Event description:
It was reported that a filling difficulty occurred which led to a flipped pump being confirmed. The flipped pump in turn caused the catheter to kink. Symptoms the patient experienced were underdose symptoms, return of spasticity and loss of therapy. Diagnostics/ troubleshooting wise, a dye study and rotor/roller study were performed. As a result of the event, the pump was disconnected and the catheter was untwisted. The existing catheter was used. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).